Event description:
While advancing an endovascular stent with delivery system to the target lesion site in the pt's subclavian, it was reported that the stent dislodged through the target lesion. In response, another MFR's stent was successfully deployed at the target lesion site. There were no additional details reported to co relative to this event.